Event description:
The customer reported that the system would not boot up. Also the hand switch was damaged and the key was bent. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sram, hand switched, and key were replaced during the service call. The system was tested and found to be working as intended and put back into service.